Event description:
A customer reported that they were experiencing a blank screen on their freestyle meter. During the course of the investigation on the returned meter it was confirmed that the meter was exhibiting the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Performed investigation on the returned meter. Memory overwrite was observed. Found uom to be selectable and set to mg/dl. Customers and retailers have been informed through the fa16may2006 letter.